Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient and a manufacturer representative reported that the patient was not feeling stimulation even at 10.5v. The impedances were checked and all the impedances were within normal limits. X-ray and fluoroscopy was performed and they confirmed that the lead had moved out of the epidural space. The lead was originally placed at the bottom of t10 but had migrated to l1 or l2. There were no falls or trauma associated with this event. A lead revision was performed on (B)(6) 2016 and the issue was considered resolved. The patient status was listed as alive no injury. At the time of the report. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.